Event description:
Customer reported on a bravo ph capsule that failed to attach. The customer checked with a scope and found the capsule in pt's mouth. The pt was not injured following the procedure and another capsule was placed.